Event description:
It was reported by service report that the caster tire was broken/collapsed which could effect maneuverability and stability of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.